Event description:
Device 3 of 4; reference MFR. Report: 1627487-2019-03235, reference MFR. Report: 1627487-2019-03236, reference MFR. Report: 1627487-2019-03238.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2019-03235. Reference MFR. Report: 1627487-2019-03236. Reference MFR. Report: 1627487-2019-03238. It was reported the patient experienced vomiting, dizziness, and headache since initial implant procedure on (B)(6) 2019. As a result, the patient was hospitalized. The patient was feeling better on (B)(6) 2019 and was discharged. The patient¿s stimulation is on and effective.